Manufacturer narrative:
One device was returned with report that the pump missed doses during patient infusion and had inaccurate readings. Service history identified the complaint was not related to a previous service of the device within the review period. The pump passed functional and accuracy testing. No faults were able to be identified during evaluation. The device was in good physical condition. No action was taken.

Event description:
It was reported that device had inaccurate readings and had missed doses during the patient's infusion. Per reporter, the doses appeared to be incomplete, but the pump was alarming as though completed, and the primed amount on the screen was alleged to not match the physical amount. No patient harm/adverse event was reported.